Manufacturer narrative:
Date rec'd by MFR: 01sep2019. Date of report: 04sep2019 touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance and resistance ratio were out of specification, causing the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 10jul2019, date of report : 25jul2019. The device was evaluated by the field service engineer, and the reported problem was confirmed. The field service engineer replaced the touchscreen to address the issue and tested the unit. The issue has been resolved and the device is now ready for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. There was no patient involvement.